Event description:
The facility states that the surgeon successfully implanted a model aa4204vf intraocular lens into the pt's eye but noted damage to the lens. The surgeon removed the lens without injury to the pt. The surgeon used a model msi-pm injector and a model mtc60c fp cartridge to deliver the lens into the pt's eye but the lot #s for these items are unk. Several attempts to gather add'l info from this facility were made but none have been forthcoming. It is unk what caused the damage to the lens.

Manufacturer narrative:
Prod eval results: visual inspection of the lens showed a piece of one of the haptics was torn off and missing.